Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer functioning as intended. The patient underwent an explant procedure. No further information has been obtained.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer functioning as intended. The patient underwent an explant procedure. No further information has been obtained.